Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 17.1 cm was returned for analysis. External insulation abrasion was noted at 16.3 - 16.5 cm from the connector pin consistent with lead friction to the device. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.